Manufacturer narrative:
The reported events of high defibrillation impedance and small r-waves were not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 16.8 cm to 17.1 cm from the connector pin. The insulation was also abraded breaching the rv cable lumen 7.9 cm to 8.1 cm , 9.1 cm to 9.2 cm, and 36.2 cm to 36.7 cm from the distal tip. The insulation was also abraded breaching the re cable lumen at 8.0 cm to 8.1 cm and 8.9 cm to 9.3 cm from the distal tip. An internal insulation abrasion breaching the rv cable lumen was noted at 9.8 cm to 10.6 cm from the distal tip. Another internal insulation abrasion breaching the rv cable lumen was found at 4.0 cm to 4.1 cm, 4.5 cm to 4.6 cm, and 6.2 cm to 6.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information received indicates that the right ventricular lead also exhibited small r waves. It was noted that the patient was not dependent. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-18578. It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. Programming changes were made. It was also noted that the right atrial lead exhibited noise that was oversensed by the device and led to multiple automatic mode switch episodes. The noise was not reproducible in clinic. Programming changes had been made to address the noise. No further intervention was performed. The patient was in stable condition.